Event description:
It was reported that the patient went into cardiac arrest. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician inserted the was into the patient. As the physician was attempting to cross the septum with the was, the patient went into cardiac arrest on two occasions. The patient required cardiopulmonary resuscitation to recover from this event. The physician believed that the av node was being struck while trying to cross the septum. The procedure was ended with no closure device implanted. The physician plans to reschedule the procedure for another time. The patient did not experience any other complications from this event and is expected to make a full recovery.